Event description:
It was reported that an insulation tip melted after dissection and coagulation -- burnt patient lung. No further information available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Upon inspection, it was determined that the items 25775cl have been subjected to a very high thermal load. The insulation at the distal end is severely damaged / burnt. Here a high heat development has occurred which led to the damage. This can be caused by the distal end heating up after being used for too long. Another possibility is that one has worked with a too high voltage, which was not designed for the article and thus it came to a high temperature that led to the damage. The event is filed under internal karl storz complaint ID (B)(4).